Event description:
It was reported during patient follow up, externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a lead was received in two pieces for analysis. Internal insulation abrasion was found at 8.2cm - 9.4cm, 10.2cm - 12.1cm, and 34.3cm - 34.7cm from the distal coil. External insulation abrasion was found at 17.6cm - 18.5cm from the distal end, consistent with lead friction to another device. The etfe coating was intact at all abrasion locations. Electrical tests that could be performed resulted in normal measurements.